Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) had a error code 7. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) cleaned power supply vent ports and fan section. Unit passed pm. Returned to customer.

Event description:
N/a.